Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this atrial lead was removed from service due to noise during isometrics, oversensing and pacing inhibition. No asystole was observed. No additional adverse patient effects were reported.